Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - suctioning water was not performed at precleaning. - flushing was not performed for auxiliary water channel at precleaning. - brushing was not performed for suction cylinder interior at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." IFU states on suctioning water as follows: chapter "reprocessing the endoscope (and related reprocessing accessories)" / "precleaning the endoscope and accessories" / "aspirate water" IFU instructs to perform flushing for auxiliary water channel as follows: chapter "reprocessing the endoscope (and related reprocessing accessories)" / "precleaning the endoscope and accessories" / "flush the auxiliary water channel" - "the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." IFU instructs to perform blushing for suction cylinder interior as follows: chapter "reprocessing the endoscope (and related reprocessing accessories)" / "manually cleaning the endoscope and accessories" / "brush the channels" - "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved flushing of the air/water channel with water. Sekusept pure clean was used as the detergent for pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channels, instrument channel port, and distal end. Key surgical ref: (B)(4) brushes were used for manual cleaning. Manual disinfection was done using endoact + endodet plus. The automatic endoscope reprocessor used was etd4. Endoact was used as the detergent and endodet plus was used as the disinfectant. The scope was stored in a simple cabinet with no drying function. Olympus was used for maintenance and repair. During device evaluation at olympus, it was found the flexibility adjustment function did not work due to wear of the flexibility adjustment ring, the image had white dots due to damage on the charged coupled device unit, the bending section cover adhesive was worn, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the bending angle in the up direction exceeded the standard value due to deformation of the bending tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope was contaminated when preparing the scope for use. There was no reported patient harm or impact due to this event.